Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-jul-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer failed due to obstruction. The field service engineer (fse) identified that drawer 7 in the auxiliary had faulty rails. The fse resolved the issue by replacing the damaged rails and the broken retractor band and also adjusted the rail to ensure proper drawer functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer was jammed and unable to close. The customer stated that this malfunction occurred while dispensing the medication, and they had to access the medications from another pyxis station, that caused a delay to the patient care. There were no adverse events or injuries reported based on this event.